Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia over approximately 24 hours while using the ilet and attributed the elevated blood glucose to a recently initiated higher concentration antibiotic, stating they did not fault the device. Symptoms included elevated blood glucose. Outcomes included no alarms or alerts and no hospitalization. Investigation included troubleshooting and education during a customer care call. Investigation of this case revealed no device malfunction reported by the user and a probable medication-related effect contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.